Event description:
It was reported that the patient exited from the study. It was noted that there was no relation between the device and the patient exiting the study. The patient had requested exit from the study. There was no complaint about the device. The date of the explant was (B)(6) 2013 when the patient had passed away.

Manufacturer narrative:
Concomitant products: product ID 37081, product type extension; product ID 3550-29, product type accessory; product ID 37081, product type extension. (B)(4). Analysis of the implantable neurostimulator found no anomaly. Analysis of the extension found the stimulator extension body conductor broken within 10cm of connector area. The #2 conductor was broken 2.8cm from the proximal end. There was a crack in the epoxy where the conductor broke. Analysis of the plug boot found no anomaly. (B)(4).